Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the distal haptic came out superman-like and slightly twisted during implantation and the same haptic caused the capsular bag to be disinserted at 12 o'clock. A bag ring has been installed and then, the monofocal implant was very stable. The iridocorneal angle was checked in the inferior nasal section using the gonioprism. Cohesive viscoelastic was removed using an irrigation-aspiration probe. An intracameral injection of parasympathomimetic neurotransmitter was given. A corneal hydrosuture was then performed with cephalosporin antibiotics in the anterior chamber. Finally, a dressing and shell was applied. Subcutaneous injection of corticosteroids and carbonic anhydrase inhibitors intravenously was administered. After surgery, the patient was left with very poor visual acuity but the posterior chamber implant was in place and very stable, no visible macroscopic tilt. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a valid lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).